Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. Reportedly, the pump emitted multiple replace battery alarms when attempting to perform the rewind step. It was noted that changing the battery was not able to resolve the issue. Additionally, it was reported that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.